Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same date as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics intravenously for three weeks (start and completion date unknown). After three weeks in the hospital, the patient was discharged. At time of this report, the patient was recovered from the peritonitis and the pd therapy was ongoing. No additional information is available.